Event description:
Per user facility medwatch report #(B)(4), "on-x valve (conform-x) 25/33 was placed and one of the leaflets was not functioning - required removal and new valve replaced." Per (B)(4) on user facility medwatch form, heart valve repair was involved. No other info is available. On-x life technologies, inc is trying to get the valve back for investigation.

Manufacturer narrative:
Trying to get the valve back so we can investigate.